Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (serial (B)(4)) found no significant anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that an elective replacement indicator (eri) was reported on the patient's ins device. Longevity estimates placed the devices lifespan at 15.l94 months to eri, and 18.94 months to end of service (eos). The rep reported that there was no indication of a short circuit being used in the programming, and went on to report all impedances were within range. The rep reported that there was dissatisfaction with the ins longevity, as is supported by the longevity estimates. The rep reported that the patient's ins is scheduled to be replaced on (B)(6) 2017. The rep called back on (B)(6) 2017, reporting that the replacement was successful, and the electrode impedances were measured and determined to be: l stn- 454 ohms, 7.552ma, and r stn - 500 ohms. The longevity calculations were run again and was determined to be eri at 8.5 months, and eos at 11.5 months. The rep reported that they were not aware of any therapy issues with the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep), reporting that the patient was scheduled to have the entire dbs system removed on (B)(6) 2017 and replaced with an entirely new system. No patient symptoms were reported. No further patient complications have been reported asa result of this event.